Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the power supply in the compressor compartment. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, the batteries in the compressor of a 980 ventilator were not charging. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.